Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Continued h5 (health effect - impact code 4): f15.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted. This record relates to the left side.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Additional observations: red particles observed on the surface of the shell. Yellow biological tissue observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.